Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: the control unit was dirty, the universal cord was sticky, the circuit board unit in the scope connector was dirty, the scope connector cover unit was dirty, and error e315. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported an error code prevented them from using the scope during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.